Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID: 37761, lot# serial# (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider and a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient's device was not charged and not turned on currently. Patient reported the ins was taking longer to charge and they were getting the reposition antenna screen and unable to charge. The patient reported they repositioned antenna and was still getting antenna screen. Patient last had stimulation was last week and last successfully charged was 3 days ago. It was reported the patient had a return of pain because they could not charge and was having to take additional medication for it. The patient reported their connector pin was broken/loose and cord was damaged. Patient reported a por was seen when they were charging their implant. No further complications reported and/or anticipated at this time.